Manufacturer narrative:
Corrected information for supplemental medwatch report 001 : section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 : h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. The asp replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm and ift.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was unable to maintain peep (positive end expiratory pressure). There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.